Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced perceived low glucose after meal announcements while using the ilet system, announced meals inconsistently by alternating breakfast and lunch entries based on meal size, and self-treated readings around 80 mg/dl with juice, which led to post-treatment rises and interference with the algorithm¿s post-meal correction. Symptoms included dizziness and discomfort when glucose was approximately 80 mg/dl. Outcomes included user education on correct meal announcement practices, guidance not to treat at 80 mg/dl per healthcare provider direction, and provision of additional training materials. Investigation included review of reported glucose data and coaching on ilet algorithm behavior and meal learning. Investigation of this case revealed no device malfunction, with glucose profiles showing declines to 80¿90 mg/dl without documented hypoglycemia and subsequent elevations attributable to user-initiated carbohydrate intake, indicating use error related to meal announcement selection and unnecessary treatment. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and training opportunity rather than device performance.